Event description:
Patient suffered bleeding melena approximately 9 months 2 weeks post index procedure. Patient was treated with transfusion. The investigator indicated that the reported event were not related to the study device, drug and procedure. Patient recovered.

Event description:
Three weeks post index procedure, small intestinal hemorrhage was suspected after bloody intestinal fluids flowed from above the ileocecal valve. Approximately 1 week later, melena observed which was treated by transfusion. Approximately 3 weeks later, panaldine was restarted.

Manufacturer narrative:
(B)(4): eval, results: (based on the info provided no root cause can be determined). (Haemorrhage). Eval, conclusion: no conclusion can be drawn (based on the info provided no root cause can be determined). (Stent was fully apposed to the vessel wall post deployment.)

Manufacturer narrative:
(B)(4) - inherent risk of the procedure (haemorrhage). (B)(4).

Event description:
The patient suffered a small intestine hemorrhage approximately 23 months post the index procedure. Blood transfusion was performed. Panaldine was stopped administrating

Manufacturer narrative:
Approximately 18 months post index procedure the patient suffered from melena-bleeding. A transfusion was carried out and the patient recovered. Approximately 43 months post index procedure the patient died of a sudden death. Investigator indicated that it is unknown whether the device is related to the event or not.

Manufacturer narrative:
The previously reported melena-bleeding occuring approximatley 18 months post index procedure was not related to the study device.

Event description:
One endeavor sprint rx drug eluting stent diameter 3.5mm length 15mm was implanted in the proximal cx, de-novo lesion, resulting in 36% stenosis. Ivus confirmed complete apposition of the stent to the vessel wall. Approximately 3 weeks post index procedure, the pt was hospitalized for small-intestinal bleeding (suspicion of meckel diverticulum bleeding). Black stool and exacerbation of anemia were observed. Upper gastrointestinal source of bleeding was not confirmed at exam at the hospital. Endoscope did not confirm lower gastrointestinal source of bleeding. Pletal was discontinued and ticlopidine was withdrawn temporarily. Bleeding decreased. The event was not reported to be severe. The investigator reports that there is no relation between the event and the product/procedure/drug. Pt is in remission.